Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin flow was blocked and the insulin pump alarmed. Customer did not want to troubleshoot the issue. Customer's blood glucose was 25.0 mmol/l. Customer was advised to do a complete infusion set change. Customer decided to try to fill the cannula again. Customer stated that the pump did not alarm. Customer stated that the insulin exited with the plunger push and alarmed.